Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed basic occlusion and displacement test. No motor error alarm noted. Excessive no delivery alarm was not verified due to the prime anomaly. The device had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and stained end cap sticker noted.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error while trying to fill the tubing. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.